Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, (B)(4) or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 ((B)(4))" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1; 3005248192-2022-00744 follow up report 1; 3005248192-2022-00765 follow up report 1; 3005248192-2022-00796 follow up report 1; 3005248192-2022-01095; 3005248192-2022-01096; 3005248192-2022-01097; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-01101; 3005248192-2022-01102; 3005248192-2022-01103; 3005248192-2022-01104; 3005248192-2022-00716; 3005248192-2022-00791; 3005248192-2022-00735; 3005248192-2022-00904; 3005248192-2022-00705; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-00752 follow up 01; 3005248192-2022-00753 follow up 01; 3005248192-2022-00743 follow up 01; 3005248192-2022-00719; 3005248192-2022-00978 follow up 01; 3005248192-2022-00979 follow up 01; 3005248192-2022-00980 follow up 01.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a false positive result for the rsv target on the alinity m resp-4-plex assay. Sample ID (sid) (B)(6) was tested on (B)(6) 2022 and gave a positive result (CT 34.5) for the rsv target. When retested the same day, a negative result was obtained. The false positive result was not reported outside of the laboratory. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in germany using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.